Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws could not be opened after the 2nd firing. The patient¿s side of the jaw was fired with the 2nd device and the 1st device was removed from the patient. The 2nd device was used to complete the case. There were no adverse consequences to the patient. The 1st device was fired for functionality before use on the patient. After the operation, the trigger was pulled from the handle by hand, and then, the device became to function.

Manufacturer narrative:
(B)(4).